Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that during pre-use inspection, the flow rate was not displaying on the high flow insufflation unit. There was no report of patient harm associated with this event.